Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history review and the product was released according to company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. According to clinical support the rainbow glare effect is a general side effect that is mentioned in the system manual. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgery consultant reported two patients with rainbow glare post laser treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.